Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 76.6 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral regurgitation and mitral stenosis. Through the operative report, it was also learned that, "there was abundance of panus growing from the surface of the endothelium of the left atrium going across the prosthetic mitral ring and on to the valve leaflets that were thickened and fused at the commissure".